Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the catheter was inserted via the left internal jugular for parenteral nutrition, anti-emetics, fluids, and pca. The patient reported a split proximal to the dual lumen. There were not issues when medication was given prior to the line splitting. The catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that the catheter was inserted via the left internal jugular for parenteral nutrition, anti-emetics, fluids, and pca. The patient reported a split proximal to the dual lumen. There were no issues when medication was given prior to the line splitting. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 9fr hickman d/l catheter was returned for evaluation. Visual inspection noted a longitudinal split 1mm distal to the bifurcate. The type of split could not be identified, therefore, the investigation is confirmed for an external leak without embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.